Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the equipment coordinator that the pt experienced pump end-of-life symptoms including excessive motor dust, yellow wrench and red heart alarms, grinding sounds and intermittent pump stoppage. The pt was placed on a power base unit (pbu) until the pump stops are more frequent, at which time the pt will be placed on pneumatic support using stroke volume limiter (svl) and ip console. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time.